Event description:
It was reported that the ilet user attempted to place a new infusion set but left the blue needle guard on and subsequently applied an inset prematurely, resulting in drops seen in the tubing; the agent provided troubleshooting, education, and a full supply change for correct setup, consistent with a use-of-device problem and an unspecified component term. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event stemmed from device use issues consistent with incorrectly deployed infusionset rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.